Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 31, 2017: plaintiff medical information received. It was reported that the patient was revised to address metal-on-metal joint replacement, failed and defective implant. It also reported patient had experienced pain, elevated metal ions, inflammation and bone loss.

Manufacturer narrative:
Plaintiff medical information received. It was reported that the patient was revised to address metal-on-metal joint replacement, failed and defective implant. It also reported patient had experienced pain, elevated metal ions, inflammation and bone loss. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Plaintiff medical information received. It was reported that the patient was revised to address metal-on metal joint replacement, failed and defective implant. It also reported patient had experienced pain, elevated metal ions, inflammation and bone loss. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.